Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the down arrow was not responsive and clicky, scratches on the screen of insulin pump that make it hard to read, insulin pump louder during the rewound. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2 or lcd keypad connector. No unexpected rewind anomalies noted. Device received with minor scratched lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).